Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and lumbar radiculopathy. It was reported that the patient's pump had not worked for years. It could not be clarified as to how the pump had not been working for years. No symptoms were mentioned and the event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.